Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d4, g6, h2, h4, h11.

Event description:
Hamilton medical ag received the following incident description: performed pm on test mode 12 trying to do the adjustment on the 20ml/s, 500ml/s potentiometer but not adjusting, called tech support, told bad servo board.

Manufacturer narrative:
Investigation is ongoing.

Event description:
Hamilton medical ag received the following incident description: performed pm on test mode 12 trying to do the adjustment on the 20ml/s, 500ml/s potentiometer but not adjusting, called tech support, told bad servo board.

Manufacturer narrative:
Investigation is ongoing. Hamilton medical ag complaint number: cer (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. During preventive maintenance, the technician attempted to perform adjustments in test mode 12, specifically on the 20 ml/s and 500 ml/s potentiometers. However, the adjustments could not be completed successfully. No patient involved. The event did not cause or contribute to a death or serious injury to a patient. The root cause of the event was deemed to be a defective inspiratory valve assembly. After replacing the inspiratory valve assembly the device passed all required tests and calibrations and was released for use.

Event description:
Hamilton medical ag received the following incident description: performed pm on test mode 12 trying to do the adjustment on the 20ml/s, 500ml/s potentiometer but not adjusting, called tech support, told bad servo board.